Event description:
Customer claims that the unit does not always alarm when the sensor belt is opened. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval: results: eval for the returned product shows that the alarm powered on correctly and passed all functions when tested. (B) (4).